Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (metal connector on the scope broke off into the light cable) was due to excessive force. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, service confirmed the light guide post was broken off. In addition, service found the outer tube was bent, the meniscus was loose, and there was a broken lens in the optical system. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the metal connector on the scope broke off into the light cable. The biomed team at the user facility was able to remove the piece from the cable. The adapter needed to be fixed in the lighting cable. The reported issue was identified during reprocessing. There was no patient impact or involvement.